Manufacturer narrative:
(B)(4). "Carefusion medical device complaints were managed handled by cardinal health under a transitional service agreement from september 1, 2009 until july 1, 2011. In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with 21 code of federal regulation part 803." Two cases of samples from the reported lot number were received; none of them were used. The samples were functionally inspected using chicken breasts; during this test 9 of the samples captured a good amount of tissue and only one could not capture the tissue. This device was in good condition and could perform charging/discharging cycles; all its components were visually and dimensional inspected and were within spec. Root cause: based on sample analysis probable cause for "sharp cutting edge partially released and needle stuck" failure mode could not be determined since these failures could not be reproduced. Probable cause for "bad quality of sample" failure mode could be related to the interaction between components. Action plan: no action plan will be proposed since two of the failure modes could not be reproduced and the used needle was not received to properly identify the root cause. All received units were visually and dimensionally in good condition. If it is required this failure will be monitored in order to look forward to more actions.

Event description:
Defective component, bad quality of the sampling. Sharp cutting edge got partially released. The needle was stuck inside the breast. Recurrent incident.